Event description:
During an in clinic follow up, a loss of capture and high pacing impedance was observed on the right ventricular (rv) lead. A lead conductor fracture was suspected. A lead revision procedure is anticipated but has not yet been performed. The patient was stable and will continue being monitored.